Event description:
The patient underwent an unspecified procedure using rhbmp-2/acs.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent an l5-s1 fusion in 2004 for back pain and left leg pain. On (B)(6) 2010 patient underwent MRI of the lumbar spine. On (B)(6) 2010 patient presented with severe back pain, right and left leg pain right worse than left. Per the physician¿s notes, ¿about a month and half ago, he had acute aggravation of his back pain with severe pain in his lumbar spine with radiation to the right leg. He states that the right leg pain is also severe. The pain radiates from the lumbar spine into the buttock, posterior aspect of the thigh, and into the calf muscles. He states that "spasming of the right calf' is constant. Most recently, he has complained radiation of pain into the left leg. He has had an MRI of the lumbar spine.¿ the patient ¿has been treated with vicodin extra strength, has had pain management, two lumbar epidural injections, facet injections without improvement.¿ review of the MRI of the lumbar spine dated (B)(6) 2010 indicated ¿extruded disc material versus bony overgrowth at ls-s I level in the right lateral recess with severe compromise of the exiting and traversing roots at this level. The intervertebral cage is noted on the right side with transpedicular fixation at l5 and s1 levels bilaterally. The disc material is still seen within the l5-s1 disc space without evidence of s olid fusion¿ on an unknown date, the patient underwent a CT scan. Per the physician¿s notes, review of the CT indicated the following: ¿there is evidence of transpedicular fixation at l5-s1 without evidence of pedicular breach. The cage is seen on the right side. There is evidence of bony overgrowth from the back of the cage consistent with heterotopic ossification. There is evidence of cystic changes within the endplate of l5 which is common side effect of bmp.¿ on (B)(6) 2011 the patient presented with recurrent radiculopathy in the right lower extremity. He also has pseudoarthrosis at l5-s1 and has heterotopic bone formation with compression of the exiting nerve roots at l5-s 1 on the right side. The patient underwent redo posterior lumbar decompressive surgery at l5-s1 with removal of hardware and replacement of hardware. He also underwent excision of heterotopic bone growth affecting the exiting nerve roots. On (B)(6) 2011 patient presented for post-op evaluation. Per the physician¿s notes, ¿the patient did well postoperatively. He states that he has more feeling back in his right leg and that his right leg pain is less after the surgery.¿ patient was provided with a bone stimulator to promote fusion. It was reported that the patient developed injuries following the use of rhbmp-2/acs.